Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device: operator not trained. Per the instructions for use, under caution - this device should only be used by physicians (or other healthcare professionals authorized by or under the direction of such physicians) who are trained in diagnostic and therapeutic catheterization procedures and who have been trained by an authorized representative of abbott vascular. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using a proglide device after an electro physiology procedure. Reportedly, the proglide would not backload onto the guide wire. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. The physician is reportedly not trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and abbott vascular (av) confirmed the reported difficulty inserting the guidewire. Av reviewed the lot history record and there were no manufacturing nonconformities that would have contributed to this complaint. The complaint handling database was reviewed and there were similar events identified from this lot. Av identified a trend. Root cause analysis concluded that the trend is likely due to a manufacturing issue. Av has implemented mitigations to address this issue and will implement corrective actions to prevent recurrence per internal site operating procedures. Av will continue to trend the performance of these devices.